Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. Th instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8 mm vessel sealer extend instrument jaws are unable to be opened from the operating console or manually on the device. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. The vessel sealer instrument did not work at all during the procedure. The rectal resection procedure was being performed. The problem occurred before the device was used. The issue with the instrument occurred before the system fault. The target tissue was meso colon. The jaws were not stuck on the tissue when the issue occurred. There were no release key/mechanisms used or any other instrument to pry open jaws. There was no adverse effect to the tissue. There was no unexpected tissue removal or bleeding. Robotically, a new vessel sealer instrument was used. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.